Event description:
It was reported that the patient experienced inappropriate therapy twice and visited the emergency department for treatment. A magnet was applied over the device to turn off therapy. Upon review, it was noted that the right ventricle lead had dislodged. On (B)(6) 2022, the right ventricle lead was attempted to be repositioned but exhibited failure to extend helix. The right ventricle lead was explanted and replaced during the same procedure on (B)(6) 2022. Patient was stable.